Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) contacted the customer and checked the device log for abnormalities. The rse also assisted in troubleshooting the boot status of the pc and directed the customer to try to unplug and replug the memory and other boards. A philips field engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting by the fse determined that memory disk 1 and the hard disk box had failed. The fse connected the os disks directly to the mainboard and re-plugged all of the memory disks. After adjusting the connections of the system's disks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system could not bootup intermittently. The system was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.